Manufacturer narrative:
Additional information: one knife sample was received by manufacturing inside of an opened blister package. The blade was not seated properly inside the package tray and the tip was into the tray material upon receipt. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip, metal missing from one cutting edge and a large amount of foreign material on the blade. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The sample was also sent for ftir analysis of the foreign material found on the blade. The analysis found the observed foreign material to closely resemble carboxymethyl cellulose or carboxylic acid amine salt and was not related to the customer's reported issue. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates this is the third complaint for the reported issue associated with the reported lot number. The exact root cause of the reported issue could not be determined from the investigation performed. The damage to the tip of the knife and cutting edge is consistent with damage that can occur when the knife contacts a hard surface or if the knife is improperly handled. The foreign material on the blade was determined to closely resemble carboxymethyl cellulose or carboxylic acid amine salt however, neither of these is a material that is used in the manufacturing process of this cutting instrument. How the foreign material was introduced and how the tip was damaged cannot be determined from the evaluation. As the exact root cause for the damaged knife sample is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a knife did not cut while attempting to make the incision during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.